Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found that in artemis, the 23138 and the 23118 errors was found indicating a motor encoder error on the pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the 23138 error was triggered replicating the reported event. The unit was then installed onto an in-house patient side cart (psc) fixture test platform (pftp) where the unit failed sine cycle with errors 23138 and 23118 in the logs pointing to the pitch axis. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia ipom surgical procedure, the customer reported that prior to start of case they experienced a persistent recoverable fault on the universal surgical manipulator (usm)4. Prior to calling the customer has disabled usm4 and proceeding as a 3 usm case. Error 23138 observed in logs on usm4 axis 2. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.